Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that¿implant was last (B)(6) and the follow-up appointment was in (B)(6) and the doctor told patient (pt): if it was not working just turn it off, but pt wanted to continue trying and began working with the rep and kept trying it through (B)(6), then in (B)(6) they had an unrelated health issue. Pt said at that point, rep suggested stimulation be turned off again. Pt said it had been off since (B)(6) but now patient said they were at the point where they want to try one more time to find out if it will work to help them or, if it will not help them, they will have the device removed. Pt said they got their communicator and handset out on sunday or monday (this week) but the equipment said something like: something needs to be activated, call your clinician. Pt said they were calling today for assistance to use their equipment to attempt to connect and turn stimulation back on. During the call pt got his communicator and handset but reported the handset was dead. Pt reported it had been charged just several days ago. Recommended pt plug it in and call back for assistance once it was charged. The issue was not resolved through troubleshooting. The caller was redirected to: call back for assistance to use equipment and to continue working with their doctor to report and resolve medical symptoms. Pt said they have an appointment in 2 weeks. They were redirected to their healthcare provider. Additional information was received from the patient. They reported that just about a week ago ((B)(6) 2021), they were trying to use their communicator and handset to connect to the stimulator and turn stimulation on, however, they received the message 'internal device has lost all data. Please contact your clinician. End session.' During the call, the patient used the equipment to try to connect, tapped on the patient application, find device, and reported seeing the same message. Tapping on "end session" brought them back to their home screen. The issue was not resolved through troubleshooting. They were redirected to their healthcare provider to further address the issue. The patient mentioned unrelated medical history which included that since (B)(6) of 2020, they had been in the hospital and had a cat scan, but did not have an MRI. There was no allegation the reason they had been in the hospital was related to their device or therapy. They also noted the stimulator had not helped their symptoms since implant; the device never helped their bladder symptoms and they almost seemed to be worse. Their bladder was "out of control" at this point.